Manufacturer narrative:
The device was not explanted. The manufacturing record was reviewed and no nonconformities were found.

Event description:
During a routine follow up, it was reported to nevro that a patient had experienced difficulty with coupling between the charger and the ipg. A seroma was found at the ipg pocket site. The site was drained and there was no report of infection. Follow up report indicated no further complication and the patient is now able to charge the ipg without issue.